Manufacturer narrative:
Clinical Review: A temporal relationship exists between PD therapy with the Liberty Select cycler and the patient becoming unresponsive with subsequent death. The Fresenius cycler was pending return to manufacturer at the time this clinical investigation was performed. However, currently, there is no allegation or any objective evidence that a Liberty Select cycler malfunction or product deficiencies caused this event. Based on the reported information, the cause of death was attributed to cardiac arrest. Patients with ESRD have a significantly higher mortality risk than the general population. Additionally, patient¿s with ESRD have significantly higher cause of death from a cardiovascular event. Furthermore, the patient had pre-existing comorbid conditions of poorly controlled diabetes mellitus, hypertension, and atrial fibrillation which all increase mortality risk and report of general overall decline status-post skin cancer surgery. The patient¿s PD nurse indicated that the death is suspected to be of natural causes in the setting of a complex pre-existing medical history. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A Peritoneal Dialysis (PD) patient's daughter reported that the patient expired while connected to the Fresenius cycler. There were no reported allegations that the death was related to product. It was stated that the patient passed away due to having a cardiac arrest while sleeping. In additional follow-up, the patient¿s PD nurse confirmed that on (b)(6) 2026 at approximately 4:30 am the patient was found unresponsive wile still connected to the Fresenius cycler. It was unknown what phase of PD treatment the patient may have been in when discovered. The patient was subsequently brought to the hospital via emergency medical services (EMS) where the patient was pronounced deceased. The nurse confirmed cause of death was cardiac arrest. The nurse indicted that the death was no suspected to be related to product or dialysis. It was reported that there were no cycler malfunctions or any issues with the PD treatment in relation to this event. The PD nurse provided that the patient had a complex medical history that included end stage renal disease (ESRD), diabetes mellitus (poorly controlled), hypertension, atrial fibrillation, gallbladder cancer and recent surgery for skin cancer with complications and overall decline. It was reported that it is believed that this elderly patient¿s death is due to natural causes from patient¿s pre-existing comorbid conditions. The Fresenius cycler pending return to manufacturer at the time follow-up was performed.